Manufacturer narrative:
From the complainant report, angiogram confirmed access was in the left superficial femoral artery (lsfa) distal to the bifurcation. A post closure angiogram showed a full occlusion of the lsfa and a filling defect proximal to the access. Balloon nflations resulted in improved flow; no further intervention was necessary. The IFU warns do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery. Due to the lack of imaging the root cause of the occlusion cannot be determined. It is suspected that the occlusion was due to a formation of an occlusion dissection. There was no dog-boning reported during balloon inflation which indicate the occlusion was a dissection versus the manta implant. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or manta device. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record documentation was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
From the complainant report, angiogram confirmed access was in the left superficial femoral artery (lsfa) distal to the bifurcation. A post closure angiogram showed a full occlusion of the lsfa and a filling defect proximal to the access. Balloon inflations resulted in improved flow; no further intervention was necessary. The IFU warns do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery. Due to the lack of imaging the root cause of the occlusion cannot be determined. It is suspected that the occlusion was due to a formation of an occlusion dissection. There was no dog-boning reported during balloon inflation which indicate the occlusion was a dissection versus the manta implant. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or manta device. The risk documentation was reviewed, and this type of incident is a known risk. The occurence rate for this type of incident remains below current risk documentation acceptable levels. The device history record documentation was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
This complaint is being reported because the patient required inflation of a balloon to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The IFU also lists stenosis of the femoral artery as a potential adverse event related to deployment of a vascular closre devices. In addition the us IFU warns - do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. An investigation has been opened to review risk documentation and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
A planned repair of an occluded left main coronary artery, where a left ventricular support device was used, was performed on (B)(6) 2019. The physician was in the training phase for certification for deployment of manta vascular closure device. The right common femoral artery was accessed. The right side access was used to help in review of the left side femorlal vasculature. Review of vasculature on the left side showed the bifurcation of the left profunda and left superficial femoral artery (lsfa) was at the mid level of the femoral head. Access was made in the lsfa (below the bifurcation) . Depth location for the manta 14f was performed on the left access site and deployment depth was determined to be 2.5cm. The 14f procedure sheath was said to deploy "with some difficulty". The procedure was without complication. Prior to closure the teleflex representative discussed the left sided access site distal to the bifurcation as a warning in the us IFU. Manta 14f was deployed using proper technique. No bleeding was seen during deployment and hemostasis was immediate. A post closure angiogram showed complete occlusion of the lsfa. A wire was advanced past the closure and a 6mm balloon was advanced past the occlusion and inflated two times. Next, a 7mm balloon inserted and inflated at the closure site. Angiograms showed improved flow with each inflation and showed the balloon was able to inflate entirely (no obstruction to inflation.) The final angiogram showed an approximately 25% occlusion in the shape of an hourglass. An observation plan was made to ensure flow was monitored. Patient flow was confirmed (B)(6) 2019 and (B)(6) 2019. No further actions were needed. Patient is said to be fine following the procedure.